Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer received an error message indicating the patient side cart (psc) was running on the battery. The customer swapped the power cord to 3 different outlets but could not get the message to go away. The customer also stated that the other outlets were working with the other equipment. The intuitive technical support engineer (tse) reviewed the system logs and confirmed that the psc lost alternating current (ac) power. The system logs also confirmed redundant medical grade power supply (rmgps) errors for both power supplies. The tse suggested to power cycle the system. The tse asked the customer to check the battery status on the psc helm. The customer stated that there were 3 solid green bars. The customer stated they would power cycle the system. The site proceeded with the case at the moment. There were no reports of patient injury.

Manufacturer narrative:
An intuitive field service engineer (fse) went on site and replaced both patient side cart (psc) power supplies to resolve the issue. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical inc., (isi) did receive the power supply switchers (pss1 and pss2) involved with this complaint to perform failure analysis. The power supply switcher 1 (pss1) installed and tested on the pca test system. The system started without any errors. Then, 10 power cycles were performed and the system worked normally without any issues. The power supply switcher 2 (pss2) was inspected and the connector cable pin was found to be damaged. The cable could not be connected to the patient side cart (psc) of test system. Therefore, technicians could not carry out further tests. Based on the above findings, failure analysis was able to conclude that a physical damage on the pss2 was the root cause of the reported failure.

Event description:
Refer to h11 for follow-up information.